Event description:
The facility reported an infusion pump with a failire code 570:320. The failure was reported to have occurred before use. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional info available.

Manufacturer narrative:
This device has been requested by baxter quality management for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional info becomes available. A 2-year review of the complaint history reveals no other reports have been rec'd for this serial number for the reported issue.